Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. The customer¿s blood glucose level was 400 mg/dl.